Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that there was an x-ray switch stuck error and the system was shutting down. This error may prevent the system from completely booting up. There is no report of injury or death associated with the event described in this complaint.